Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximally. The patient had the closure device removed using a non-bsc raptor retrieval system with no patient complications. There are no plans to reattempt the laa closure procedure. Patient status two days post explant procedure, the patient was experiencing "floaters" in their vision. It was determined that the patient experienced a stroke. The patient is currently being treated for the stroke, and it was reported that only the patient vision was affected. The patient will be kept on direct oral anticoagulants (doac) therapy.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.